Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient needed to get an MRI of the head and they needed assistance in turning the ins off. The caller stated they had just put new batteries in the programmer. Patient services walked the caller through trying to connect with the patient programmer to turn therapy off however the caller kept getting the poor communication screen both with and without the antenna. They moved away from potential emi, switched out the batteries to brand new aaa alkaline batteries and even verified that the programmer battery compartment looked clean and free of battery corrosion. Caller confirmed the battery compartment was fine. The caller continued to get poor communication. Patient services reviewed battery longevity considerations with the caller and the caller stated that the patient's symptoms were fine at this time and that the patient had been going to the bathroom regularly, that they never needed to use the programmer until their need to use it for the MRI. Patient services asked the caller if they could feel the implant site under the skin and the caller stated they could feel it but noted that it moved slightly and that the ins was tilted. The caller stated they were pressing down as hard as they could, but they were still unable to connect. Patient services asked if the patient had had any falls or traumas that could have led to the tilted implant site and the caller confirmed that the patient had parkinson's and that the patient fell quite a bit. The caller could not recall when the ins had tilted. The issue was not resolved through troubleshooting. Patient services redirected the patient and caller to follow up with the patient's managing health care provider (hcp) to check the implanted system. The caller/patient stated they would reach out to their hcp. Documented reported event. No further action was taken by patient services.